Event description:
It was reported to boston scientific that an occluder occlusion balloon was used during a percutaneous nephrolithotomy procedure on (B)(6) 2013. According to the complainant, during preparation, the nurse inflated the occluder balloon with water. The nurse then attempted to deflate the balloon using a syringe but the balloon failed to deflate. She had to manually press the balloon with her fingers to deflate it. There was no patient involved when this incident happened. The condition of the patient was reported to be stable at the conclusion of the procedure.